Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported when programming a bolus for 15 grams of carbohydrates, the customer accidentally input a blood glucose (bg) value of 401 (mg/dl) instead of the intended value of 101 (mg/dl). Review of the bolus history with tandem technical support showed that the delivery was completed on the requested bolus. To prevent an adverse event, the customer consumed carbohydrates. During a follow-up call, the customer reported bg level was 127 mg/dl and stable.